Event description:
Event verbatim [preferred term]. Bacterial infection of the right medial ankle [arthritis infective]; facial rash [rash]; hives all over his body [urticaria generalized]. Case description: facial rash; hives all over his body. Information was received in 2007 from a medical assistant about a male patient with an unknown medical history. The patient received synvisc in his right knee in 2006. Seven weeks later, the patient saw his dermatologist with a facial rash and hives all over his body. The patient continued to have on and off episodes of facial rash and body hives since 2006. At the time of this report, the patient had not yet recovered. Additional information was received in 2008 from the patient's dermatologist. The dermatologist reported the patient developed a facial rash and hives all over the body right after the synvisc injection in 2006. These events were treated with oral steroids. The patient experienced a recurrent rash 2007 which had improved. The physician reported that the cause of the rash may have been secondary to lotrel. The physician also reported the patient experienced a bacterial infection of the right medial ankle on an unknown date which was treated with keflex. The relationship of these events to synvisc treatment was not provided. At the time of this report, the patient's outcome was unknown.